Event description:
It was reported that customer got 3 boxes of 12 intermittent catheters that were defective all the same lot. Customer stated that the end of them was curl over and were very hard. Customer also mentioned that up at the top they were shorter in the packaging, 2 inch shorter than usual. Up at the top of the catheter, the outlet part there were a large bump on it. So, insertion would be difficult because of the hard curl end. Customer request replacement for the defective product. Per follow up via pone (B)(6) 2023, customer stated that they did not use the catheters, they saw the defect before use and wanted to inform the company of the affected lots. Per notification from investigator on 31jul2023, during sample evaluation it was found that the scratch found on the shaft close to the funnel of intermittent catheter.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer got 3 boxes of 12 intermittent catheters that were defective all the same lot. Customer stated that the end of them was curl over and were very hard. Customer also mentioned that up at the top they were shorter in the packaging, 2 inch shorter than usual. Up at the top of the catheter, the outlet part there were a large bump on it. So, insertion would be difficult because of the hard curl end. Customer request replacement for the defective product. Per follow up via pone 08jun2023, customer stated that they did not use the catheters, they saw the defect before use and wanted to inform the company of the affected lots.